Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during cardiac surgery, the suture broke 2 times on the aortic bursa after ablation of the aortic cannula while doing a valvular replacement. There was important bleeding of cannula opening. It was required to have to clamp the aorta laterally to do the hemostasis. Additional information has been requested but not yet received.nfection, etc.)? Did any component of the device break off and if so was it within the patient's cavity? Was any device component not recovered from within the patient? Was an x-ray used for the purpose of locating the device components that would not have otherwise been needed or scheduled?